Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per the fsr, the logs showed that the system had not been powered on since (B)(6) 2019. He charged the batteries overnight and batteries passed release test. The unit operated to the manufacturer's specifications. Per data log analysis, the power manager showed that the system was powered up on (B)(6) 2018 with a central control monitor (ccm) attached. The next time the system was powered up is without a ccm attached, therefore the storage start date would not be updated. The next power up was on (B)(6) 2019, battery capacity started at 11/16 and then gets adjusted to 1/16 (< 1 ah). There was no indication of a problem with the system since it functioned as designed.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.